Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein side. The target lesion was located in a shunt in a forearm anastomosis. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.